Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an increase in seizures and was admitted to the hospital due to the increase. Attempts for additional relevant information have been unsuccessful to date.